Manufacturer narrative:
The failure investigation has been completed and the reported cartridge alarm 19 was verified. The reported occlusion was identified in the pump logs; however, no device failure related to the occlusion was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s using multiple cartridges during the loading process. The customer had also received occlusion alarms. The customer's blood glucose (bg) level ranged from 300-377 mg/dl. The pump supplies were changed and a bolus of insulin was delivered to address the bg level. The customer had a high level of ketones and was in diabetic ketoacidosis (dka). The customer went to the emergency room (ER) and was treated with fluids and insulin. The customer was not admitted to the hospital and left the ER after a few hours with the bg stable in the target range.